Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead experienced a syncopal episode. Review of device data revealed a spike in right ventricular (rv) pacing impedance measurements from 470 ohms to 1,100 ohms for approximately 4 to 5 days. The spike in impedance measurements did not correspond with the syncopal episode and measurements went back down and have remained stable. No other anomalies were noted, no stored episodes and all testing yielded acceptable measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed to include a monitor only zone and rv outputs were electively increased. No other changes were made and the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.